Event description:
It was reported that the device illuminated the service indication and logged event codes in the memory. Furthermore, the device was reported to intermittently fail to boot up properly. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control's initial device evaluation was unable to duplicate the reported issue. Physio-control replaced the system controller pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Further evaluation of the removed system controller pcb verified a failure to boot up properly. The cause for the failure was determined to be a shorted ic chip, designator u61, on the system controller pcb.